Manufacturer narrative:
Additional information: g2(report source), h3, h6. A review of the complaint history record was performed for the sn 14311129 which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 13feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 14311129 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance. Communication error. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. Communication error. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. Communication error. There was no patient involvement.